Event description:
The patient was undergoing an upper gi endoscopy for gastric polyps. After a polyps was resected and retrieved, and to prevent bleeding post intervention a hemostatic clip was deployed but when the provider tried to release the clip it split open. The clip was successfully recovered by the provider and a new clip was successfully placed without incidence.